Event description:
It was reported that on (B)(6) 2007 patient underwent bilateral laminectomies with facetectomies, l4-l5 and l5-s1 with interbody fusion, pedicle screw fusion, posterolateral fusion of l4-s1. On (B)(6) 2007 due to displacement of fusion cage l4-5 with radiculopathies symptoms patient underwent revision of l4tos1 fusion with removal of anterior arthrodesis l4-5 and packing with repeat arthrodesis with cortical cancellous bone, copious and bone marrow, with bone marrow harvest. On (B)(6) 2007 patient presents for view of lumbosacral spine. Findings indicate ¿xr l-spine - anterolisthesis l4 on l5; disk space narrowing at l4-5, l5-s1.¿ on (B)(6) 2007 patient presents for complaints of pain to the ER cdc admission to physician and MRI and pain meds were requested. On (B)(6) 2007 patient presented for consult for ¿pain right leg, back, numbness right foot, constipation; right s1 radiculitis. MRI indicated no involvement of the nerve.¿ on (B)(6) 2007 patient present for post-op review of the lumbar spine which indicates ¿stable posterolateral fusion of l4-l5-s1 without evidence of underlying fracture.¿ on (B)(6) 2007 patient present for frontal and lateral view of lumbar spine which indicates superior portion of vertical rod on the left displaced.¿ on (B)(6) 2008 patient presented for exam of the lumbar spine which indicates no significant change since last study. Emg indicates right s1 radiculopathy; rod on right side has slipped out of l4 screw.¿ on (B)(6) 2008 per medical record ¿admitted with a slipped fusion rod on me side and intractable pain on the other. The pain was on the right and the fusion rod was on the left. Following admission, the fusion construct was explored and revised with replacement of the fusion rod tightening of the rod construct and was discharged with the wound intact and the pain was much improved.¿ on (B)(6) 2008 patient presented for post-op lumbar fusion which indicates there has been interval repositioning of a left vertebral rod which is now in satisfactory position and no fracture or malalignment noted. On (B)(6) 2008 patient presents for a bone scan which indicates there is irregular uptake seen in the lower lumbar spine likely secondary to the patient¿s fusion, likely degenerative changes in the small joints of feet bilaterally. On (B)(6) 2008 patient presented for an exam lateral view of the lumbar spine which indicates satisfactory appearance of l4 to s1 fusion on the single submitted lateral view. On (B)(6) 2008 patient presented for ¿lateral view of the lumbosacral spine. Findings indicate stable appearance of poster lateral effusion of l4, l5 and s1. Changes of posterclateral fusion of the l4, l5 and s1 with screws and metalic rods change in alignment of vertebral bodies from previous study.¿ on (B)(6) 2008 patient present to office with bilateral severe carpal tunnel syndrome. On (B)(6) 2008 patient underwent procedure of right median nerve decompression for right carpal tunnel syndrome. On (B)(6) 2008 patient underwent procedure of left median nerve decompression for left carpal tunnel syndrome. On (B)(6) 2008 patient presents for follow-up per medical record 2nd incision look okay but she has developed bleeding under the skin and complains of pain in that hand and forearm as it appears swollen. On (B)(6) 2008 patient presents for follow-up per medical records her wound is healing but there is some reaction to the stitches, and stitches were removed. Redness believed to be related to the stitches. On (B)(6) 2008 patient present for follow-up per medical records wound is healing great. On (B)(6) 2008 patient present for follow-up concerning hands per records she maybe developing a little stitch abscess on right. On (B)(6) 2008 patient presented for exam of lumbosacral spine which indicates l4-l5 and s1 posterio fuduin and satisfactory alignment of the vertebral bodies. On (B)(6) 2008 patient underwent bilateral lumbar laminectomy l5-s1 with explanted interbody fusion and explant of pedicle screw graft, left side due to failed interbody fusion l5-s1 and fragments of benign fibrocartilage, and placement of a right arterial line. On (B)(6) 2008 patient presents for consult review of systems indicate absence of right ankle jerk, decreased sensation on the right lateral foot and inability to do toe raises on the right side, numbness of right lateral foot. Patient underwent bilateral lumbar laminectomy l5-s1 with explanted interbody fusion and explant of pedicle screw graft left side for failed interbody fusion. On (B)(6) 2009 patient presents with complaints of pain in left foot per medical records exam of lumbosacral spine which indicates stable appearing right posterolateral fusion of l4-l5 and s1. On (B)(6) 2009 patient presents with complaints of chronic pain and numbness in the right lower extremity. Per medical records ¿lumbar postlaminectomy syndrome.¿ on (B)(6) 2009 patient presents with complaints of pain. Lumbar spine views indicate unilateral pedicular screw and rod on the right side of l5 and s1. There has been a laminectomy of l5-s1, the vertebral body height and alignment is unaltered, slight loss of height posteriorly in l5 and minimal positioning of l4 on l5. The sacroiliac joints are patent. On (B)(6) 2009 patient presents for exam of the lumbar spine which indicates no change from previous exam patient presents for pain care and appears to be impaired and she thinks its due to lyrica. On (B)(6) 2009 patient present with complaints of sleepiness due to medicine lyrica. On (B)(6) 2009 patient presents with complaints of feeling somnolent on the duragesic. On (B)(6) 2009 patient presents for exam of lumbar spine standing ap and lateral view which indicates poster lateral fusion of l4-l5 on s1 on the right side since last study. On (B)(6) 2009 per medical records ¿patient comes in complaining of low back pain and right lower extremity pain secondary to lumbar post laminectomy syndrome.¿ on (B)(6) 2009 patient presents with complaints of continuous back pain with swelling and pain in her leg. On (B)(6) 2009 patient presents for fluoroscopy of the spine due to complaints of chronic lower back pain intraoperative evaluation during column stimulation placement. On (B)(6) 2009 patient presents for follow up of continued pain per medical record review of systems indicate lumbar post laminectomy syndrome, and chronic regional syndrome/reflex sympathetic dystrophy of the right lower extremity. On (B)(6) 2009 patient presents for follow up concerning chronic low back pain, bilateral hip pain, as well as right lower extremity and left foot pain. On (B)(6) 2009 ¿ patient present with ¿chronic low back pain radiating to le; lumbar post laminectomy syndrome; complex regional pain syndrome rle, nicotine dependence, and anxiety/depression.¿ on (B)(6) 2010 patient presents for follow-up of her lower back and lower extremity pain. Per physical exam ¿lumbar post laminectomy syndrome and depression.¿ on (B)(6) 2010 patient present with complaints of back pain per medical records ¿she has increased pain with flexion. There is no local pain to palpation over the lumbar spine. Motor examination continues to demonstrate weakness of the great toe extensor on the right. There is no hyperesthesia over the right foot today. The achilles reflex is absent bilaterally. Patrick maneuver is positive on the right with increased low back pain. Gait continues to be antalgic on the right.¿ on (B)(6) 2010 patient present with epidural injection with sedation. On (B)(6) 2010 patient presents with complaints of pain. Per medical record it was determined ¿ncs - chronic degenerating bilateral l5, s1 radiculopathy.¿ on (B)(6) 2010 patient presents for caudal epidural blood patch for dural puncture headache and lumbar post laminectomy syndrome. On (B)(6) 2010 patient returns for follow up with complaints of ¿she reports ongoing complaints of low back and lower extremity pain that remains under fair control on the extended-release morphine and norco. Her emg showed a chronic denervating bilateral l5-sl radiculopathy. Her repeat MRI of the lumbar spine showed extrusion of the spacer at l5-sl with associated stenosis and is reported to be essentially unchanged from the prior study.¿ on (B)(6) 2010 patient presents for follow-up of her lower back and lower extremity pain. Per physical exam ¿lumbar post laminectomy syndrome with lumbar radiculopathy.¿ on (B)(6) 2010 patient returns for follow-up today. She reports ongoing complaints of low back and lower extremity pain but overall is doing much better. On (B)(6) 2011 patient present with ongoing complaints of pain. Per medical record ¿caudal esi, lysis of adhesions.¿ on (B)(6) 2011 patient presents for a epidural injection with sedation. On (B)(6) 2011 patient is seen for 2nd caudal epidural steroid injection with lysis of adhesions. On (B)(6) 2011 patient presents with complaints of returns for follow-up today. She reports ongoing complaints of low back and lower extremity pain but overall is doing much better. Epidural steroid injection with lysis of adhesions was repeated.¿ on (B)(6) 2011 patient ¿returns for follow-up today. She reports ongoing complaints of low back and lower extremity pain. On exam today her affect us flat and blood pressure elevated at 147/10, gait continues to be antalgic, struggles with depression. On (B)(6) 2011 patient presents with complaint of continuous significant low back pain extending into the lower extremities. Per medical records ¿there is pain to palpation in the lumbar region; and range of motion is painful. Her lumbar incision is well healed. Decreased lumbar lordosis. There is no edema in the lower extremities. Negative focal neuro exam in the lower extremities.¿ on (B)(6) 2011 patient presents with ongoing complaints of low back and lower extremity pain predominantly on the right. Per medical records ¿lumbar post laminectomy syndrome with chronic lumbar radiculopathy and depression.¿ on (B)(6) 2011 ¿per medical record patient presented for intrathecal trial.¿ on (B)(6) 2011 patient presents for follow up of ongoing low back and lower extremity pain with increased lbp per records ¿lumbar post laminectomy syndrome with chronic lumbar radiculopathy and osteoarthritis of both hands.¿ on (B)(6) 2011 patient presented for follow-up with complaints of ongoing predominantly low back and right lower extremity pain with continued discomfort in the left foot as well. She was walking on uneven ground and tripped and fell, landing on her left wrist. Since that time, she has had persistent complaints of left wrist pain. Prior to that, she had noted relief with the topical voltaren gel for her general arthritic complaints. On (B)(6) 2011 patient presents with complaints of pain. On (B)(6) 2011 patient presents with complaints of ¿increasing low back pain extending into the lower extremities, caudal epidural injection with lysis of adhesions was given and there is significant epidural fibrosis noted as well as ongoing hardware changes.¿ on (B)(6) 2012 patient presented with ¿complaints of low back and lower extremity pain and is here to be evaluated for placement of an intrathecal opiate pump. Review of systems indicate significant for what the patient feels progressive worsening of vision, chronic stomach problems, bladder problems, chronic low back pain, and from an emotional standpoint what she describes as some "tough days." On (B)(6) 2012 patient returns for follow-up today. She is reporting increasing complaints of low back and right lower extremity pain and at times, in the left foot. She is noting incomplete pain relief on the extended-release morphine and norco. Per physical exam ¿range of motion of the lumbar spine is more restricted today with 50 degrees of flexion and 20 degrees of extension. Straight leg raising continues to be restricted on the right. Gait is antalgic on the right. On (B)(6) 2012 patient returns for follow-up today. ¿she is reporting ongoing complaints of low back and right lower extremity pain with increasing back discomfort that she attributes to stress. She has been experiencing some bladder incontinence, her urine drug screen was positive for thc and states it temporarily relieved her pain.¿ on (B)(6) 2012 patient is seen today with ¿increasing low back pain. Noting an increase in pain and decrease in her functional level. Per physical results she is in acute distress. Range of motion of the spine is painful. There is marked tenderness on palpation in the lumbar region. Decrease in lumbar laminectomy. Straight-leg raising causes low back and proximal leg pain. A caudal epidural steroid injection with lysis of adhesions was given.¿ per medical records CT of lumbar spine without contrast 2 dimensional reconstructions indicate post-op changes at l4-l5 and s1 fusion is identified with intact right pedicle screws, laminectomy defects and fairly well incorporated bone grafts. Left pedicle screw removal tracts are identified at l5 and s1 levels. L3-l4 posterior mild spinal stenosis and bilateral neural foraminal encroachment with possible mild impingement of the bilateral l3 nerve roots. On (B)(6) 2012 patient presented for caudal epidural injection.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.